Manufacturer narrative:
The lot number was not provided; therefore, a device history record (DHR) or lot history trending review could not be performed. The device was not returned to the manufacturer; therefore, a product analysis could not be performed. The root cause could not be determined.

Event description:
It was reported that stent-assisted coil embolization treatment of an aneurysm was attempted. After positioning the lvis jr stent at the treatment site, the stent did not deploy properly. During retraction of the delivery wire, the stent was still attached and the stent inverted on itself. After multiple attempts were made, the stent was successfully removed with a snare device. The procedure was rescheduled for treatment the following day. Final angiographic images demonstrated no evidence of thrombus in the vessel and good intracranial flow. The patient returned the next day and treatment was completed successfully without incident.

Manufacturer narrative:
Additional information: (age or date of birth). Additional information: (sex). The patient's age and gender were provided.

Manufacturer narrative:
The stent was deployed from the left a2 to the right a1. The patient's anatomy was not unusual. During the stent deployment, the distal end of the stent expanded well, fully apposing to the vessel wall, and the stent was positioned appropriately across the neck of the aneurysm. The proximal end of the stent, however, did not fully expand and the delivery system wire would not release from the stent. During the attempt to remove the stent from the patient, the proximal end of the stent folded upward on itself, as was seen under fluoroscopy by the proximal stent markers which were visible in the mid-portion of the stent. The stent was eventually snared out from the patient. There was no adverse consequence to the patient as a result of the issue during the procedure or post-procedure. The physician confirmed the patient is currently doing well.